Event description:
It was reported that during a da vinci-assisted paraoesophageal hiatal hernia surgical procedure, the right eye in surgeon side console (ssc) 2 was black. The intuitive surgical, inc. (Isi) technical support engineer (tse) found no related error in the logs. Prior to calling in, the customer had power cycled the system and reseated the blue fiber cable, but the issue persisted. The tse recommended a hard power cycle of the ssc, but the surgeon did not want to stop the surgery. The procedure was completing as planned with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: this was a ssc that was being used for the site's simulator. The site moved it into the room to assist with getting a monitor on the wall connected. It was never intended to be used as a second ssc for the room. The issue had no impact on the operation.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the high resolution stereo viewer (hrsv) to resolve the reported issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis (fa). The hrsv was analyzed and the failure was confirmed and replicated. The hrsv was installed and tested in the printed circuit assembly (pca) test system. The unit started up and failed without video on the display.